Event description:
Patient liked to have a better outcome. He stated he could not walk more than a mile and have had pain for 3 years since it was done. Update (B)(6) 2022 wg: comment from patient on strykeractive facebook page: I got a stryker knee 10 years ago. Have not been able to walk well since. Knee has gotten progressively worse since it was done until now when I have a hard time getting around at all or getting up out of a chair.

Manufacturer narrative:
D6a: date of implant added. Reported event: an event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing pain and difficulty walking post-implantation of stryker product. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient liked to have a better outcome. He stated he could not walk more than a mile and have had pain for 3 years since it was done.